Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: a review of the black box showed no alarms related to the complaint. No damage was observed to the display lens. The battery cap was not returned. All testing was performed with a test battery cap. The pump powered up with a test battery cap to an audible tone and vibration alert, but the display remained blank. The pump case was removed to find the display screen cracked in multiple places. The test display was installed and was fully functional and fully illuminated. The blank display was due to a damaged display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (display issue) issue. It was alleged "the screen was blank/black and had bluish-orange "burn-out" lines blinking on the screen making beeping sounds". There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.